Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Reviewing the physical device, the reported event cannot be confirmed, the spring coil (balseal) was not found broken. It was found that one of the balseals of the attune artic surf is damaged, showing a deformation on it that impede it to have a regular movement. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: "the device associated with this report was returned for analysis. Reviewing the physical device, the reported event cannot be confirmed, the spring coil (balseal) was not found broken. It was found that one of the balseals of the attune artic surf is missing.

Event description:
It was reported that the spring coils are broken on all of these.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.